Event description:
It was reported that a malfunction code malf 9 appeared without any notable prior events. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump, after which the malfunction did not recur. The customer was informed to continue using the pump and advised to call back if the malfunction code reappears, which was acknowledged and understood.